Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As the femoral trial was being loaded onto the instrument, it appears the instrument has cross threaded and so is no longer usable.